Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI# : ((B)(4). Concomitant medical products: 00770302000, z.s.g.m. Cutter 2:1 ratio, 1515873. 00770303000, z.s.g.m. Cutter 3:1 ratio, 1515676. 00770304000, z.s.g.m. Cutter 4:1 ratio, 1515760. 00770301500, z.s.g.m. Cutter 1.5:1 ratio, 1515823. Review of the most recent repair record determined that the comb was bent. The comb was replaced and resolved the reported issue. Devices are used for treatment. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that during testing the device was broken and would not work properly. There was no harm or delay. During the investigation, it was discovered that the device had a bent comb. No adverse events were reported as a result of this malfunction.